Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix could not be retracted after multiple turns. Despite rocking/removing/reinserting the stylet, the helix remained protruded, and even after 20 turns, the result was the same. Therefore, the lead was removed out of the patient's body to check, but it remained the same. As the physician noted unusually heavy resistance when turning the helix, they judged that the lead should have an anomaly, and thus it was replaced with another one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code if information is provided in the future, a supplemental report will be issued.